Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - no root cause from the manufacturing process was identified as a contributor to the reported failure. Also, no product defect was involved. This appears to be a user error as there should be no loose metal items near an MRI machine.

Event description:
It was reported that after administering contrast via bd vacutainer® ultratouch¿ pbbcs, the needle was removed from the patient and placed on a tray. Shortly after, the needle flew into the MRI machine. No injury or medical intervention reported.